Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4)

Event description:
The reporter indicated that a 12.3 vticm5 12.6 implantable collamer lens of -9.00/4.5/087 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Refractive surprise and rotation was observed. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - the reporter indicated that a 12.6 vticm5 12.6 implantable collamer lens of -9.00/4.5/087 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Claim #(B)(4).